Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on lower left front corner and by the tube holders also cracked on right plunger case. Customer?s reported issue was duplicated. Force sensor test error was found at power up and unable to calibrate the force sensor. The root cause of the reported issues was determined to have been caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions taken to mitigate the reported issue: replaced the whole plunger assembly, plunger tube and plunger cable. Performed power up process and all functional testing which passed.

Event description:
It was reported that super cap error event occurred. No patient injury reported.